Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 19.0 mm from the distal end. There was no scratch on the probe. The fracture surface of the probe showed that crack developed. The probe turned black around the broken point. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc surmised that the crack occurred on the probe since the load such as sparks was applied to the probe. The crack developed when the probe was subjected to a load outside the patient, and the probe broke off. The above device handling has warned in the instruction manual as follows; should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.

Event description:
We received the following report. During a laparoscopic assisted total gastrectomy, the subject device was used. After about 5 hours of the start of the procedure, the probe of the subject device was broken off outside the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.